Manufacturer narrative:
(B)(4). Result: eval of the returned product found the unit does power up. The battery contacts inside the battery compartment are corroded and there is a blue residue, which shows evidence of battery leakage. Note: posey instructions for use has a warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Do not mix old and new batteries, or battery brands within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. After changing batteries, test the alarm and sensor for proper operation prior to putting in service with a pt and each time before leaving the pt unattended. When storing the alarm with power on, check the alarm every week to make sure the batteries are still operable and the alarm is still on. (B)(4).

Event description:
Customer reported the alarm has no power. The batteries were replaced with a new supply. There is no door damage; no visible loose wires, battery acid or leakage, and no damage to the outside of the alarm. There was o pt incident or injury reported.